Event description:
It was reported by the rep that device was used during a laparoscopic cholecystectomy. It was reported the er320 was "spitting" clips and clips were not closing all the way. Another er320 was opened to complete the case. There was no consequence to the patient.